Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was found to be cracked. There was corrosion observed inside the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24 hr duration test with no pump reboots duplicated during that time. A leak test failed due to a battery compartment cracked. The pump cover was removed and there was no further evidence of moisture observed on internal components. There was no damage found to the power circuit. The display screen was found to be discolored. (B)(4).